Event description:
Complainant alleged that while attempting to defibrillate a female pt, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.